Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal evolution device was returned for product evaluation. Only the evolution body was returned. No other accessory components were returned. Visual inspection was performed. The carrier tube of the device was bent in a curved in a u shape. The bypass tube was found to be protecting the anchor of the carrier tube assembly at its correct manufacturing location. Two kinks were noted on the carrier tube upon visual analysis. Analysis under a microscope revealed a kink at the proximal portion of the manufactured slit in the carrier tube assembly and another kink immediately adjacent to the proximal part of the bypass tube. The dried collagen had expanded from the manufacturing slit due to contact with the blood. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that inserting the device into the sheath by holding the hub and not by holding the bypass tube tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a tavir case, the tip of the angio-seal device bent, and the doctor felt that he should not use it. Another angio-seal was used. The procedure outcome was successful. The patient was in good condition. There was no patient injury/medical or surgical intervention required. Additional information was received on 28feb2020. The angio-seal device bent at the distal tip. Additional information was received on 11mar2020. The tip bent upon opening the package. A pre-deployment angiogram was performed. A 6fr sheath was used during the procedure.